Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient, who's undergone primary breast augmentation with two unspecified mentor saline breast prostheses, suffered stage 1 breast cancer on the right breast, other unspecified complications, severe auto-immune like symptoms, history of allergies, and a lump in the left breast, post-procedure. The right breast malignancy was found via biopsy on (B)(6) 2020. The patient underwent breast conserving surgery/lumpectomy on (B)(6) 2020. The patient started radiation of breast on (B)(6) 2021 and the last radiation on (B)(6) 2021. Radiation was held due to severe unspecified symptoms. Reportedly, the conclusion is that the silicone/capsule around the implant is being disrupted by the radiation, that the body is having an inflammatory reaction. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.